Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they had blank display. The customer¿s blood glucose level was 220 mg/dl. The customer stated that they got blank display. Customer stated that they had lines on the screen and the display was able to be viewed properly. The customer was assist in performing self-test and was unable to run self-test due to blank display. Customer reported that the pump was exposed to fluid/moisture and had possible leak of insulin. The customer was advised to discontinue use of the pump. The customer was advised to revert to backup plan per healthcare professional instructions. The insulin pump will be returned for analysis.

Manufacturer narrative:
Insulin pump passed displacement test, self-test, off no power test and all operating currents tested within the specific range. Insulin pump was monitored and tested with no blank display noted. Insulin pump was received with corroded battery tube, cracked battery tube thread, cracked reservoir tube lip, cracked case near display window corners and minor scratches on display window noted.